Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-sep-2019 with the following findings: a review of the pump black box showed pump reboots and replace battery alarms on (B)(6)2019; deliveries were not resumed. A visual inspection of the pump revealed the battery compartment was cracked. There was evidence of moisture corrosion observed inside the battery compartment. The battery cap was not returned with the pump. A test battery cap was used for all testing. The pump powered on with the test battery cap with audible tones and vibrations indicating that there was power to the pump. The pump was exercised for 12 hours with no power loss or rebooting occurring. The pump¿s cover was removed and there was evidence of moisture corrosion internally on the power flex and force sensor components. The complaint of intermittent power was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no alleged damage to the battery cap. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.